Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer fell down on the insulin pump and the device would no longer switch on. The patient's blood glucose at the time of incident was 5.7 mmol/l. The caller stated that there was a crack on the reservoir compartment. The insulin pump is eligible for replacement but has not been returned for analysis.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to confirm the pump could not turn on and unable to perform any tests due to lcd physical damage. The insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners and severely scratched display window noted.